Event description:
During a surgical procedure (name unknown) the distal tip of the shaft broke off in the pt. Attempts made to obtain further info from facility. No further info received. Unknown if tip remains in the pt.